Event description:
A (B)(6) female patient contacted zoll customer support to report that she would feel a vibration and then her monitor would shut odd. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (abnormal shutdown) has been confirmed. Upon service investigation, a short was discovered at the lcd receptacle u200 on the computer / analog board. During replacement of the chip, damage was discovered on the traces underneath the chip as well as pins 43 and 44. The cause of the abnormal shutdowns is damage to the traces and pins. The cause of the damage is the shorted u200. The root cause of the short cannot be positively identified but is likely random component failure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.